Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluation: evaluation of the returned sample reveals the rod passed above the lens and the lens remained in the injector as stated. The volume of used viscoelastic appeared to be sufficient. The top flange was pushed down correctly. Dimensional check found both injector and iol met criteria. This issue could have been caused by user error if the top flange is pushed down too slowly or "pushed down on and off," however, the root cause could not be determined. No similar complaint types reported for units within the same lot. Manufacturer records show no irregularities for this serial. (B)(4).

Event description:
Reportedly, as the surgeon was preparing to insert an intraocular lens using a ks-1 aq2017v preloaded injector, diopter +25.5, the lens was unable to be injected. The surgeon states that when he started pushing the rod, the rod passed over the iol and damaged the lens. He also states the "lens tucking was ot correct." This occurred on (B)(6) 2017.